Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not pipette sample in wells b5, c5, d5, e5, f5 and g5 and did not give an error message. An ortho field service engineer was dispatched and found that the tip clamp sleeve was stuck to the tip clamp in position 5. The tip clamp was replaced. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-01698-04.